Event description:
It was reported that the customer dropped the insulin pump twice and it has a crack on by the battery cap and on the screen. Customer's blood glucose level was 340 mg/dl. Customer was advised to disconnect from the pump. Customer stated that the pump was dropped from her bra after the belt clip was broken. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.